Event description:
It was reported that a patient underwent a cesarean section procedure and suture was used on the peritoneum and fascial layer on (B)(6) 2011. After the surgery, the patient had diffused peritoneal inflammation and was treated in intensive care unit. The patient was also reported to have infection. The surgeon opines that the infection was not caused by the suture. Currently, the patient is well and discharged from the hospital.

Manufacturer narrative:
(B)(4): inflammation occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.